Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site when he lay down and will occur even stimulation was on or off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site when he lay down and will occur even stimulation was on or off. The patient will undergo a revision procedure.